Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the gepd-7-7 device of lot c2335991 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 08th jan 2026. Refer to ¿product returns¿ section for lab attendance and notes. On evaluation of the device, the following was observed: visual inspection: stent only returned. Stent examined and one of the flaps observed to be torn off and not returned. Tip of the stent observed to be damaged (rough) where the flap has been torn off. Functional inspection: 0.035 inch wire guide passes through the stent. The reported failure was observed. The images provided by the customer show a stent, and one of the flaps appears to be torn off. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: not applicable for use error complaints as per (B)(4) investigation requirements. Instructions for use/label. The japanese packaging insert c-es0202 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states the following: ¿remove this product from the package and inspect with particular attention to bends, kinks and breaks¿. The notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per the precautions of the IFU, "refer to package label for minimum channel size required for this device." There is evidence to suggest that the customer did not follow the instructions for use. As per information reported, a 0.025" wireguide was used with the device. Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information that a 0.025" wire guide was used. It is possible that the wire guide has buckled inside the stent and triggered the mentioned resistance could have caused the wire guide to tear off the flap and frayed at the end. As per description of events "during the attempt to place the device endoscopically over a guidewire, resistance was encountered." Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA-00022 (pr 387756) has been initiated from complaints related to user error in practice where a 0.025¿ wire guide is being used. Summary: according to the additional information received, stent flap detachment. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects as a result of this occurrence. Investigation findings conclude a definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information that a 0.025" wire guide was used. It is possible that the wire guide has buckled inside the stent and triggered the mentioned resistance could have caused the wire guide to tear off the flap and frayed at the end. As per description of events "during the attempt to place the device endoscopically over a guidewire, resistance was encountered." Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 13-feb-2026.

Event description:
The case was endoscopic pancreatic duct stent placement for the prevention of pancreatitis. The device was unpacked and confirmed to be in normal condition prior to placement. During the attempt to place the device endoscopically over a guidewire, resistance was encountered. The procedure was discontinued, and upon inspection, the flap at the proximal end (papilla side) was found to be detached. The procedure was successfully completed using another device of the same catalog number but from a different lot. No patient health hazards.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.